Event description:
A malfunction alarm was reported, indicated by malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer received assistance from technical support to reset the pump and was informed that the malfunction code was resettable. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump. Technical support instructed the customer to call back if any further issues arose, which the customer acknowledged and understood.